Manufacturer narrative:
The equipment was received in vyaire facility for evaluation. The service technician verified the reported "blower motor is weak and will not adequately ventilate" problem. It was found that the transistor q6 on the blower module is burnt. The blower was replaced with a known good one and passed 116.9 hours of extended testing. Vvyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the revel ventilator alarmed motor fault. The issue occurred during patient-use and they have provided manual ventilation. The customer confirmed that there was no patient harm associated with the reported event.